Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology had the catheter connector crack which led to a leak. The following information was provided by the initial reporter: "when the hcp retracted the needle after venipuncture, blood leaked from the blood control valve on the catheter adapter because the control valve didn't work."

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology had the catheter connector crack which led to a leak. The following information was provided by the initial reporter: "when the hcp retracted the needle after venipuncture, blood leaked from the blood control valve on the catheter adapter because the control valve didn't work."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used catheter adapter assembly. In addition, four photographs were received. Through the inspection of the sample and photos, it was identified that a hole is present in the blue adapter. The hole is located on the opposite side from the push tab. Further microscopic inspection of the hole was performed where the sides of the hole were observed to have smooth surfaces indicating that it is most likely a result of the molding process. Missing material like that observed is most likely a result of a short shot during the molding process. The hole is observed above the septum is the most likely cause of the leakage observed by the facility. Operators inspect the molds for short shot per the molding sampling plan. Preventative maintenance is performed to ensure proper functioning of equipment per the quality plan. Additionally, catheter adapters are inspected for cracks or damage and leakage per the sampling plan. There were no related quality issues or process deviations were found. A device history record review showed no non-conformances associated with this issue during the production of this batch.